Event description:
New information notes that on (B)(6) 2019, programming changes were made. The patient condition is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had svt that was being diagnosed as vt. The patient had been inappropriately shocked in the past and programing changes were made. The physician was now requesting further assistance to refine the patient's discrimination. The patient had significant amount of atrial blanking that could not be avoided while we were dual chamber sensing. Programming changes were discussed. The device remains implanted.